Event description:
It was reported by service report that the weld was broken on the side rail presenting sharp exposed edges and it could not be latched up. No pt involvement or adverse consequences are reported.